Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was reported that the insertable cardiac monitor (icm) exhibited ventricular under-sensing. No known intervention was reported to address this issue.